Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient experienced symptoms of sweating and his nose was itchy. The patient's mother tried to administer 3 units of insulin at night using the infusion device, but the infusion device did not deliver the insulin at all. The patient's mother gave him insulin manually at home. The patient's mother transported him to the hospital at 7:00 a.m. On 03/14/2023. The patient's blood glucose level was above 400 mg/dl at the hospital. The patient was treated with insulin and salt solution. The patient was hospitalized for 5 hours.